Event description:
It was reported that revision surgery was performed due to increasing pain. No delay to procedure was reported.

Manufacturer narrative:
The associated genesis ii cmt tibial baseplate, genesis ii oxinium femoral component and legion cr high flexion insert were not returned for evaluation. Therefore, a product analysis could not be conducted. However, device details were provided. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Our clinical evaluation noted that without the medical documents and/or x-rays, the root cause of the reported pain cannot be definitively concluded. However, based on the surgeon¿s revision op notes the pain was likely due to the lack of adherence of the prosthesis to the cement which would indicate aseptic loosening. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the devices or additional information be received, the complaint will be reopened. We consider this investigation closed.